Manufacturer narrative:
Corrected data: date device returned to manufacturer was reported as nov 21, 2017 in the initial medwatch in error, the correct date is nov 08, 2017.

Manufacturer narrative:
Date of this report: the date of this report was reported as nov 11, 2017 in the initial medwatch in error, the correct date is nov 8, 2017. Manufacturer site name: the manufacturer site name was inadvertently documented as synthes (B)(4) in the initial report. The site name has been updated to (B)(4). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to a maintenance issue. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that housing was broken and cracked on the power module device. It was further reported that the device had no function. It was further determined that the device failed pretest for charging and checking of power module in charger, information button and self-test, general condition and lever, saw test and function test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.